Manufacturer narrative:
A visual examination of the returned device found that only a deployed stent was returned. It was noted that the stent was severely damaged. The stent was misshapen and wires were unravelled. The damage to the stent is consistent with removal from the patient using a forceps. There was dried material on the stent so it was initially difficult to see the silicone covering however, microscopic examination did find stent cover material on the stent. There was evidence that the device was used in a manner inconsistent with the labelled indications. The wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery. However this stent was implanted in a benign lesion to prevent a stenosis post liver transplantation. Therefore, the most probable root cause classification of this investigation is use/user error.  A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on september 17, 2014 that a wallflex biliary stent was implanted in the choledochal bile in the middle third of the biliary during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was implanted to prevent a stenosis post liver transplantation. On (B)(6) 2014, during a planned stent removal using forceps, the physician encountered difficulty while removing the stent and tissue granulation was also noted within the stent. Following removal, the physician noted that the stent cover was missing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4) catheter difficult to remove. (B)(4) stent tissue ingrowth. (B)(4) stent cover missing. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a wallflex biliary stent was implanted in the choledochal bile in the middle third of the biliary during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was implanted to prevent a stenosis post liver transplantation. On (B)(6) 2014, during a planned stent removal using forceps, the physician encountered difficulty while removing the stent and tissue granulation was also noted within the stent. Following removal, the physician noted that the stent cover was missing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.